Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that there was no damage to the capio slim suture capturing device. The mesh assembly was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an unknown procedure on (B)(6) 2017. According to the complainant, during the procedure , the needle was broken. The procedure was completed with another uphold (tm) lite w/ capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during an unknown procedure on (B)(6) 2017. According to the complainant, during the procedure , the needle was broken. The procedure was completed with another uphold (tm) lite w/ capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.